Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the right subclavian veins, a 7mmx4cm powerflex pro pta balloon ruptured before nominal pressure (6 atmospheres) at pre-dilatation. The device was easily removed intact from the patient. The device was exchanged for another balloon. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and the device will not be returned for analysis. The target lesion had mild calcification and no tortuosity. The rate of stenosis was 99%. After the lesion was crossed by a guidewire (non-cordis), the powerflex pro was delivered and inflated at the lesion. However, the balloon ruptured before nominal pressure. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink while being used. There was no resistance/friction reported. The device was not returned for analysis. Review of lot 15972334 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the device for analysis, the reported balloon burst could not be confirmed and the exact caused could not be determined. Based on the information available for review, vessel characteristics (99% stenosis) may have contributed to the balloon rupture reported. Balloon burst is a known procedural complication for angioplasty procedures where vessel characteristics (calcification, tortuosity, stenosis) leading up to and within the target lesion is often contributing factor. Neither the DHR nor the information available for review suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
As reported by the affiliate, during a percutaneous transluminal angioplasty (pta) of the right subclavian veins, a 7mmx4cm powerflex pro pta balloon ruptured before nominal pressure (6 atmospheres) at pre-dilatation. Therefore, the device was easily removed intact from the patient. The device was exchanged for another balloon. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and the device will not be returned for analysis. The target lesion had mild calcification and no tortuosity. The rate of stenosis was 99%. After the lesion was crossed by a guidewire (radifocus, terumo), the powerflex pro was delivered and inflated at the lesion. However, the balloon ruptured before nominal pressure (6atm). There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink while being used. There was no resistance/friction reported.